Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, during the evaluation ventilator inoperative observed. The device's display board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative was observed. The device's display board was replaced to address the issue. The display board only was returned to the manufacturer's product investigation laboratory for further investigation. The display board was visually inspected and found no visual defects. The display board was installed into the pil trilogy evo test bed, ran the device and no unexpected errors were generated. Pil concludes the component operates properly.